Manufacturer narrative:
D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/19/2021. H.6. Investigation: customer returned (1) 1cc, 8mm, 30g syringe in an open blister pack from lot # 8141662. Customer states that a foreign substance was found on the needle tip of syringe. The returned syringe was examined and exhibited an orange tinted piece of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch# 8141662. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined.

Event description:
It was reported that foreign matter was discovered on tip of syringe with a bd insulin syringe¿ 1ml 30gx8mm. The following information was provided by the initial reporter: foreign substance was found on the needle tip of syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered on tip of syringe with a bd insulin syringe¿ 1ml 30gx8mm. The following information was provided by the initial reporter: foreign substance was found on the needle tip of syringe.